Event description:
It was reported that there was a tool malfunction where the tip of the driver broke off.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. The product is not available for investigation. In case any new or additional information a follow-up report will be sent. Trend is tracked and monitored.